Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the ER after receiving a shock. Upon movement of the patients arm, noise could be reproduced. The lead was capped.